Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a malfunction with the keypad and showed scrolling numbers. The blood glucose reading was 154 mg/dl. The customer stated that the numbers were going up nonstop until it reached number 595. No significant events leading to the issue were observed. Advised discontinuation of the insulin pump. Nothing further reported.